Event description:
A complaint was received reporting of low glucose scan values with the adc device. As a result, the customer had a loss of consciousness. Paramedics were called and a glucose test of "below 50 mg/dl" was obtained on the paramedic meter. The customer was provided an unspecified injection by their wife, and paramedics provided apple juice and peanut butter and jelly for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor kit expiration date is 31 mar 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.